Manufacturer narrative:
The complaint received by genicon is understood to represent four device malfunctions. This MDR is 3rd of four.

Event description:
According to the or supervisor's report to the representative of our distributor, there have been four instances of broken bags at lea regional medical center, including one that came apart in pieces and required some time to remove. Delay in procedures, but no patient harm indicated. The distributor believes that these were lap chole cases and that the tears were along the seams of the bottom of the bags, but unfortunately he has not been able to gain additional information from the facility. They have not returned his calls. The distributor believes they may be more responsive to genicon. No pictures, and no samples of products were kept.